Event description:
It was reported that the patient had the ambicor penile prosthesis removed as the patient had issues cycling the device due to air in the system. The patient also indicated the device did not feel that the cylinders were distal enough. A new tactra penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed as the patient had issues cycling the device due to air in the system. The patient also indicated the device did not feel that the cylinders were distal enough. A new tactra penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations could not be confirmed. Based on available information, this investigation determined the reported event was likely the result of unintended user interaction with the product. This conclusion was selected because the reason for air in system/component, mechanical issue, and length too short were determined to be inadvertent/unintentional interaction of the product from the available information as the device was noted in good condition when the package was open. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that inadvertent/unintentional interaction was the most probable cause of the event.